Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the device had 0 gb free space on the c drive and transactions were not recorded. A technical support specialist (tss) cleared structured query language (sql) dump files, verified drive space, and determined the database was oversized and corrupted. After backing up the database, the tss dropped and rebuilt it, initiated a full synchronized, and restored normal database size and functionality. The tss confirmed successful login to the med application and validated system health. The customer later confirmed the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mhncicpxd1, the station repeatedly signed out users during medication removal and displayed an error message; this caused transactions not to be recorded and led to incorrect medication counts. However, there were no delays or adverse events or injuries reported based on this event.